Event description:
While a field service engineer (fse) was troubleshooting an unrelated issue, the fse discovered a fluid leak of approximately 280 ml of clenz reagent leaked from a coulter lh 750 hematology analyzer onto the counter. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.

Manufacturer narrative:
The fse confirmed the leak was caused by disconnected tubing at vl14a. The fse re-connected the tubing resolving the leak. The repairs were verified per established procedures. (B)(4).